Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that the day following a glaucoma stent implant procedure, the stent appeared to have migrated a little into the anterior chamber so that the three proximal rings were visible; it was noted that only one ring had been visible at the time of surgery. The patient was taken back to the operating room the day after the initial procedure, and the stent was tapped back into place. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A photo was provided and reviewed by the investigation site. The photo is of an eye with a stent device, which has three rings visible. The reported issue of migration is confirmed from the photo. A sample was not returned and no lot information is available; however, the returned customer photo does confirm the migration of the stent. There is no mention of stent system failure and no information was provided about the occurrence of any intraoperative complications or any events experienced by the patient (e.g., coughing, sneezing, or any sort of valsalva-type event) that may have impacted device positioning in the immediate postoperative period; therefore, a root cause cannot be determined for the complaint. A possible root cause is that stent malposition/movement is an established risk associated with device use, which is clearly specified in the product labeling. Also included in the product labeling are instructions regarding postoperative evaluation of device positioning and device repositioning, if appropriate. The manufacturer internal reference number is: (B)(4).